Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 22-apr-2019 with the following findings: a review of the pump's black box showed evidence of an unexplained reboot on (B)(4) 2019. A visual inspection of the pump revealed a crack in the battery compartment. No damage was found to battery cap and the cap attached securely to maintain electrical connection. During investigation, the pump was exercised 12 hours with no power issues occurring. The pump case was opened and evidence of moisture corrosion was found on the transceiver board. The complaint of no power was shown in the pump history but was not duplicated during investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2019 the reporter contacted animas, alleging a power (no power) issue. There was no damage to the battery compartment or battery cap alleged. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.